Manufacturer narrative:
The associated device was returned and evaluated. A dimensional analysis was performed on the stem revealing that the device was manufactured within design specifications. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this event. We have had no previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the surgeon attempted to seat the 71306613 synergy stem. It became apparent that a fracture had occurred in the proximal femur. Surgeon would like the stem to be checked to make sure it is within specification.

Manufacturer narrative:
.